Event description:
It was reported to philips that the device was displaying a blower temperature high diagnostic code. The device was in use at the time of the event. The patient was moved onto another ventilator with no adverse outcome reported. There was no report of patient or user harm. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer is reporting they have checked the air inlet filter and confirmed the cooling fan is running. The customer has confirmed the blower temperature high diagnostic code in the significant event log. The rse advised the customer to order and replace the v60 blower assembly. The customer returned a call to the rse stating that the blower was replaced and the device passed performance verification testing (pvt) after the repair was completed.